Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was not clamping all the way and the instrument tip seemed loose at the hinges. The procedure was completed with no reported injury. Follow-up was performed with the customer and additional information was obtained. The instrument was shipped back, but the instrument was reportedly somehow lost in transit. It was unknown if the force bipolar instrument was in strong grip mode at the time of the issue. There was no instrument collision, and no system fault . The instrument tip seemed loose, and the jaws were not stuck on tissue at the time of the event. There was no patient injury that resulted from the reported issue.